Manufacturer narrative:
(B)(4).

Event description:
It was reported the camera head non-ac hd560h would not connect correctly, which causes video to black out. This occurred during the procedure, a backup device was available to complete it. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - complaint of not fully connecting to ccu and loss of live video could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. Camera head was plugged into 3 different test ccus with no trouble. All functions perform as expected. No problem found.